Event description:
Event description boston scientific crm received information that this pacemaker patient experienced cardiac tamponade following the implant procedure, in which the lead had been successfully repositioned due to high and variable threshold measurements and variable sensing amplitude measurements in the first placement location. During the revision procedure, the lead was repositioned with all measurements within normal limits. The patient underwent open heart surgery to correct the tamponade. The patient was intubated and hospitalized in the in the intensive care unit. She was extubated the next day. All lead measurements remained stable after surgery and the pacing system was operating appropriately.